Event description:
It was reported after using bd vacutainer® blood collection tube buffered sodium citrate, erroneous results were seen in one (1) sample. A new sample was taken and the result was normal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Factors that may contribute to erroneous results were unable to be evaluated through a clinical study as the batch number of the tube and analyte in question were unknown. Additionally, the device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results (accuracy). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® blood collection tube buffered sodium citrate, erroneous results were seen in one (1) sample. A new sample was taken and the result was normal. No adverse impact was reported regarding the patient or user.